Manufacturer narrative:
Patient information was not available at the facility. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a catheter ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the coating was peeled off. Thus, the procedure was completed with another of same device. No patient complications reported.